Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) helix/lobe distorted/bent. The helix will not function because the helix was over-retracted and compressed within the sleevehead.

Event description:
It was reported that during implant attempt, the helix did not extend or retract properly. The lead was not implanted. No patient complications have been reported as a result of this event.